Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported hypotension and pericardial effusion appears to be related to patient morphology/pathology and/or user technique/procedural conditions. The reported patient effects of hypotension and pericardial effusion are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the pericardial effusion requiring additional treatment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that visualization of the transseptal puncture was poor. During puncture it was believed that the puncture was performed on the left side. After discussion, the puncture was repeated on the right side and the procedure was continued. The clip delivery system (cds) was advanced into the anatomy. Prior to clip deployment, a small pericardial effusion was noted and the blood pressure decreased. The cds was confirmed to be positioned correctly; therefore, the clip was deployed. The steerable guide catheter (sgc) was left in the left atrium and pericardiocentesis was performed. The patient was deemed stable and the second cds was advanced to the mitral valve; however, the effusion returned. The second clip was deployed, reducing the mr to 1-2. The patient was re-assessed and it was noted that the effusion had grown; therefore, the patient was transferred to surgery. The initial effusion was confirmed to be caused by the transseptal needle and dilator. During surgery, an effusion site was found in the right ventricle, caused by the pericardiocentesis. No additional information was provided.